Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 for treatment of urinary incontinence and mesh was implanted. The patient immediately suffered severe pain and other complications. The patient had trouble urinating, suffered from pain and discomfort, and infections on an ongoing basis. The patient continued to experience pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient had sustained permanent and debilitating injuries and continued to experience problems with incontinence. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with posterior colporrhaphy and enterocele repair due to mixed urinary incontinence, grade I-ii cystocele and grade iii rectocele. No additional information was provided.